Manufacturer narrative:
No issues were identified during a review of calibration signals, qc results and precision data. Based on the information provided, a pre-analytical issue may have been present since the sample showed floating particles. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#:(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs stat on a cobas 6000 e 601 module. The initial result was < 3 pg/ml. The repeat result was 13.33 pg/ml. The sample was re-spun and run in a hitachi cup and the result was < 3 pg/ml. The customer stated that qc results passed and precision testing passed. The sample was found to have some tiny floating particles. The sample was then repeated three times with results of 3.28 pg/ml, < 3 pg/ml, and 3.01 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 267654 with an expiration date of 31-jan-2019.